Event description:
During a bipolar replacement of the right hip, the pt experienced a complete loss of blood pressure and a decrease in oxygen saturation to 80%. This occurred immediately after the bone cement was applied. The pt required mechanical ventilation post operatively and expired 9 days post op. She never recovered.